Event description:
The pt reportedly experienced sound quality issues and shocking sensation with his device. External equipment was exchanged. Programming changes were made. Partial device testing showed normal results. Due to patient's discomfort device testing was discontinued. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.